Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. The physician used a 1.20mm x 8mm emerge balloon catheter to cross the lesion successfully. However, upon first inflation, the balloon ruptured at 8atms. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. The physician used a 1.20mm x 8mm emerge balloon catheter to cross the lesion successfully. However, upon first inflation, the balloon ruptured at 8atms. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received inside an emerge shelf box that matched the information on the device. There was a stopcock attached to the inflation port. Magnified inspection revealed a pinhole in the balloon wall aligned with the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).